Event description:
The following allegation has been reported to davol by the pt. The pt has alleged that in (B)(6) 2006 she was implanted with a bard composix kugel hernia patch. Following implant, it has been alleged that the wound became infected and would not close. Reportedly, cultures revealed (B)(6) bacteria. The pt alleges that she underwent numerous debridements, and that pieces of the mesh were removed as tissue was removed during debridement. The pt also alleged that a fistula was discovered and was believed to have been due to the non healing wound. The pt alleges that in (B)(6) 2007 the wound successfully healed with the application of an antibiotic sponge. The pt reports continuous pain at the hernia site for which she is taking over-the counter (B)(6) and other homeopathic remedies for pain management. The pt reports that she continues to f/u with her general practitioner.

Manufacturer narrative:
Based on the info provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As reported the pt has a history of non-healing wounds following various surgical procedures. See scanned page. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.